Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was low, around 40, 50 and 60 mg/dl. The patient was at work, had no blood glucose meter at hand and treated the low cgm reading. When the patient came home that day, they experienced feeling very sick, was vomiting, and had a lot of trouble thinking, talking, and walking. The patient stated that they had ¿gone into¿ diabetic ketoacidosis. No fingerstick was reported, but a friend of the patient advised the patient to change the sensor, and the new sensor would have shown ¿above¿ 400 mg/dl. At that time a fingerstick would have confirmed that the blood glucose reading was above 400 mg/dl as well. The patient stated that they were brought to the hospital by their son, but no further information regarding treatment was reported. It was unknown how much time the patient spent at the hospital, but they would have needed a total of 2 days to recover from the event. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.